Event description:
Post deployment of a sapien valve in a 70:30 aortic position, there was moderate central aortic insufficiency (cai), which was believed to be caused by a non-functioning leaflet. The annulus was borderline for a 23 vs. 26mm valve. Balloon sizing was performed with a 21.5mm balloon. A contrast injection during bav revealed no leak. A decision was made to implant a 23mm valve. The valve was positioned and deployed 70:30 aortic ¿due to most of the calcification being located on the native leaflet tips¿. After valve deployment moderate cai was observed angiographically. Hemodynamically the patient was very stable. No lv/ao gradient was observed. This case was performed as a conscious sedation case without tee so it was difficult to confirm that this was truly a central leak on tte. They were also unable to assess leaflet function using tte. As the valve was implanted 70:30 aortic, the cai was not believed to be due to leaflet overhang. The belief was that this large central leak was due to a non-functioning leaflet. Unsuccessful attempts were made with the pigtail to activate the immobile leaflet. The team elected to implant a second valve slightly more ventricular to the first. The second valve was implanted in the desired position. After valve implantation there was a reduction in ai from moderate to mild. The case was completed without further incident.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central aortic insufficiency (cai) cannot be confirmed; however, it was believed by the operator to be due to an immobile sapien leaflet. The immobile leaflet cannot be confirmed, as tee was not used during the procedure. There are several potential causes in this case for an ¿immobile leaflet¿ including prosthetic valve leaflet impingement due to native valve calcification, or impingement of a leaflet due to the guide wire. The central leak was successfully corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.